Event description:
It was reported that the pump exhibited frequent bubble sensor errors during infusion. There was patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were multiple high-pressure alarms. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. As a result, the air detector was replaced as preventive. The service history review had no indication that the complaint was related to a service of the device within the review period.